Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon stuck inside - vagina [foreign body in reproductive tract]. Burning when urinate [dysuria]. String had come off tampon [device breakage]. Case narrative: consumer reported via email that the tampon string came off. No serious injury was reported.